Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a possible rejection of the patient¿s implantable neurostimulator (ins). It was noted the ins had become ¿too superficial¿ and on (B)(6) 2013, a revision was done to prevent the system from eroding through the skin by implanting in opposite side of the chest. It was stated as the ins was being revised, the ins pocket showed pus. Additional information stated the patient was ok after the revision and the ins was re-implanted in the opposite subclavicular pocket.